Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size amplatzer amulet occluder was successfully implanted in a patient. On an unknown date it was noted that the patient developed a late pericardial effusion. The decision was made to perform a pericardiocentesis. The patient was stable at the time of report.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was successfully implanted in a patient using an unknown 14f delivery system. The transseptal puncture was performed at the inferior mid location. During the procedure, the patient¿s activated clotting time (act) was over 300 seconds, and 8,000 units of heparin were administered. The left atrial pressure was =12 mmhg. No wire was placed in the left atrial appendage, and the occluder was neither partially nor fully recaptured during the procedure. Multiple sheath exchanges were performed as part of a concomitant pulsed field ablation (pfa) and the occluder implant, utilizing the left upper pulmonary vein. The patient was in atrial fibrillation during the procedure and received protamine afterward. A gentle tug test was performed with visualization using both fluoroscopy and echocardiogram to ensure stability. No difficulty was encountered during device implantation. On (B)(6) 2025, it was noted that the patient developed a late pericardial effusion. The patient was on oral anticoagulants (oacs) at the time the effusion was detected. The patient experienced shortness of breath but had no prior pericardial effusion before the procedure. The specific location and size of the effusion were not shared, and it is unknown whether the effusion was circumferential or localized. It is also unclear if cardiac tamponade was present. The decision was made to perform a pericardiocentesis. There is an allegation that the 28mm amplatzer amulet occluder caused a late pericardial effusion, potentially due to stabilizing wires. The patient was stable at the time of report.

Manufacturer narrative:
An event of pericardial effusion after two months of amulet device implant was reported. Information from field indicated that the activated clotting time (act) levels were greater than 300s and heparin 8000 units was administered. Reportedly, the physician believed the cause of pericardial effusion was amulet device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet¿s device contributed to the pericardial effusion. There is an allegation that the 28mm amplatzer amulet occluder caused a late pericardial effusion, potentially due to stabilizing wires, however this cannot be conclusively determined. The patient experienced shortness of breath. The reported hospitalization, and unexpected medical intervention was result of pericardiocentesis performed for effusion. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.